Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported after implant on (B)(6) 2020 the patient experienced a loss of sensation in her legs. A hematoma was discovered and evacuated with a drain. Sensation in the legs was restored after the evacuation and the system was left implanted. The wound has since healed.